Event description:
It was reported the patient was experiencing pain in his arms at extremely low voltage settings on his dbs device. The patient used to get good therapy at 3 volts. Now, the patient can not tolerate the device being set at 0.1 volts. It was unknown if the patient had recently suffered a fall or trauma. Impedance measurements had not been performed. Troubleshooting was being considered. Additional information has been requested, but was not available on the date of this report.